Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 300s-range mg/dl and 129 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer has discarded both the meter and the strips. Replacement was sent.